Manufacturer narrative:
The device was not returned for evaluation. It was unclear why the pouch was observed to be fragile if there was no defect in the appearance. The DHR for the product in question was reviewed and found without any irregularities. Each bag was 100% visually inspected at assembly operation prior packaging stage, so any damages in the appearace would be identified and removed from the production. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. If additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
With no tension placed on the bag, it was observed to be fragile. The reported bag was removed and the incision was widened to remove the ovary manually. The procedure was completed with a 5-minute surgical delay and no patient injury was reported. Upon additional information gathered from the reporter, the patient did not need to stay in the hospital for any additional length of time.